Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, pain, abscess, bleeding, strong side effects from astrazeneca vaccination ((B)(6) same patient).